Manufacturer narrative:
Date sent to the FDA: 10/30/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date, no response has been provided. If further details are received at the later date, a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent an open major complex ventral abdominal wall repair procedure on unknown date between (B)(6) 2012 and (B)(6) 2015 with use of incisional prophylactic negative pressure wound therapy /pnpwt and the mesh was implanted. It was possible that the patient experienced postoperative outcomes such as surgical site infection, incisional wound infection, subcutaneous or intraabdominal abscesses, anastomotic leakage, transient small bowel laceration, enterocutaneous fistula, non-infected seroma, bleeding/hematoma, wound dehiscence needing npwt, necrosis partial skin/subcutis. The patient was treated either with radiologic subcutaneous or intra-abdominal drainage, opening wound and/or antibiotics, relaparotomy for anastomotic leakage, emergency department visit and/or readmission. Additional information has been requested.